Event description:
Home patient (hp) reports dry minicaps. The hp noted the sponges were dark red in color and pouches were sealed in the usual manner. No pt use. No pt injury or medical intervention per hp.